Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that in (B)(6) 2017 the health care provider (hcp) was notified that the implantable neurostimulator (ins) was not working. The calling hcp was not aware if this was an on-going issue or not. A manufacturer representative was requested to service the ins. No patient symptoms reported. No further complications were reported.